Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it was retained by the hospital. The exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report: b4, e1, g6, h2, h6, h10.

Event description:
It was reported that the rod at l2 slipped out of the screw head post-operatively requiring revision surgery.